Event description:
N/a.

Manufacturer narrative:
UDI is not available because the s/n has not been provided and attempts are being made to obtain it. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) new security disk test failed. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 initial reporter, event site telephone, g3, g6, h2, h6, h11.

Manufacturer narrative:
Updated fields: b4, d9, return to manufacture date, g3, g6, h2, h6, h8, h11.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 the failure analysis and testing department received the following part associated with this complaint: pn: 0202-00-0140 sn: (B)(6) safety disk this part was received with a reported unit failure message of leaking.performed visual inspection of this part received and part looks in good condition. Installed safety disk into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and cardiosave service manual pn 0070-00-0639 revision r. Performed functional and all manifold leak tests. All tests passed within factory specification. The fat dept. Could not verify the failure message of leaking. Safety disk passed testing. Retaining safety disk in the fat dept. Per procedure 0002-07-d008 rev as. A getinge field service engineer (fse) evaluated the unit and during the repair process, fse thought there was something wrong with the safety disk, so a new safety disk was ordered for testing, but the safety disk was broken right out of the box. The security disk has been replaced and the security test has been completed. All functional and safety test were performed.

Event description:
N/a